Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2324bcc biocomposite swivelock was received for investigation. Visual evaluation of the returned device noted that the anchor was no longer assembled to the device and had broken and fragmented. All fragments appeared to have been retrieved and returned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during insertion, prying/leveraging the device during use and/or misaligned insertion. Refer to investigation photos.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2024. Ar-1927pb was used to prepare bone socket. The anchor broke during insertion. All the fragments were successfully retrieved from patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324bcc instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.